Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.25x28mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25x28mm promus element stent was advanced to treat the lesion. However, it was noted that the stent struts on tip were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Promus element,mr,ous 2.25x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts lifted and pulled in a distal direction. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.25x28mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25x28mm promus element stent was advanced to treat the lesion. However, it was noted that the stent struts on tip were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.